Manufacturer narrative:
UDI: (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the air reamer/drill device was not functioning and was defective. It was further determined that the motor power was too low. It was further determined that the device failed pretest for check the starting behaviour at 2 bar, check power with test stand, min. 190 w to 260 w (watt), check for air leak, check for excessive noise and check for free movement. It was noted in the service order that during post-surgery, it was discovered that the direction of rotation could not be changed, and the device was running in forward and could not be changed to reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.